Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was having difficulty turning the pump on. Customer reverted to using insulin injections. There was no reported impact to blood glucose. Upon follow up, customer verified that the pump was able to be turned on. Pump therapy was resumed. Tandem technical support educated the customer that a temporary basal rate or stop insulin can be used versus temporarily stopping the pump. Customer acknowledged information.